Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the vaccine leaked past the plunger and out the bottom of the bd safetyglide¿ shielding hypodermic needle's syringe will drawing up the medication.

Manufacturer narrative:
Investigation summary: one photo and one physical sample depicted in the photo along with an empty blister pack were received and evaluated. The sample was a 3ml used syringe with a safetyglide needle attached, its safety shield activated. The syringe had medication residue in the fluid path as well as past the stopper, indicating leakage past stopper. The stopper appeared to be insecurely attached to the plunger rod. The plunger rod was carefully pulled back and the stopper was observed to be dragging in the barrel separating on one side from the plunger rod¿s tip, revealing damaged plunger rod crown. Part of the plunger rod¿s tip was missing where it attaches to the stopper. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect potential root cause for the leakage past stopper defect is due to the damage plunger rod which is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 7093907 is considered in compliance with our product specification requirements.

Event description:
It was reported that the vaccine leaked past the plunger and out the bottom of the bd safetyglide¿ shielding hypodermic needle's syringe will drawing up the medication.